Manufacturer narrative:
Follow-up #1: date of submission 11/06/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/25/2013 with the following findings: the keypad is peeling up near the ok key. The contrast key is responsive to user presses. The up, down and ok keys are unresponsive to user presses. There was contamination found under the down and ok key contacts the audio bolus button is unresponsive to user presses. Investigators removed the audio bolus button cover; the white slug under the button cover was observed to be missing. The display screen was observed to have a pinkish contrast. Removed cover and replaced pink display with test display. The test screen is fully illuminated with no visible signs of discoloration.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.